Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 112 mg/dl at the time of the incident. Customer stated that the screen is completely blank. Customer stated that she has changed the battery 5 times. Customer reported that the first time the issue happened, it was in the middle of the night and she woke up to the pump squealing. Customer stated that the pump would not stop and the screen was blank. Customer took the battery out and replaced it. Customer had to reset the date and time and change out the reservoir. Customer stated that there was no physical damage to the pump. Customer stated that she stores the pump in her bra and it does get sweaty. Customer stated that the pump went blank immediately after it was exposed to moisture. Customer was advised that the pump will need to be replaced due to the moisture damage. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.